Manufacturer narrative:
The device was returned for an investigation. The reported event of failure to ventilate was confirmed. The investigation determined that the blower had failed, which caused the device to fail to ventilate. The component was replaced and the device now ventilates. Further root cause has not been determined.

Event description:
It was reported that the device failed the pre-use test and would not ventilate. There was no patient involvement.